Manufacturer narrative:
This report is being amended to reflect changes. The hybrid offset shell inserter was returned for review. Visual inspection of the inserter confirms that there is damage on the leading thread which would thread into the acetabular shell for placement. It has also been noted that there are impaction marks on the impaction surface and wear marks all over the surface of the device. The inserter was manufactured on sep 24, 2007 and therefore has a potential field age of more than 8 years. The frequency of use of the device is unknown. This device is used for treatment. The impaction and wear marks confirm that the device was used multiple times. It is likely that the reported issue happened due to normal wear during the instrument's field life.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the threads are broken and the instrument can no longer be positioned properly during use.

Manufacturer narrative:
This report will be amended when our investigation is complete.